Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain patient weight, but it was not received. ¿the allegation is against one of three leads; however, it is unknown which lead therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: axium lead, model: mn10450-50a, UDI: (B)(4), serial: (B)(4), batch: 7828165. ¿the allegation is against one of three leads; however, it is unknown which lead therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: axium lead, model: mn10450-50a, UDI: (B)(4), serial: (B)(4), batch: 7828165.

Event description:
It was reported the patient experienced ineffective stimulation due to high impedances. As a result, surgical intervention was undertaken wherein the l1 lead was explanted and replaced to address the issue.